Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 550 mg/dl. Customer reported that they just changed set and it was leaking at top where the needle goes through. Customer stated location of the leak was quick release. Customer stated the quick release was tightly connected. Customer stated insulin pump was not dropped with set in place. The infusion set will be returned and insulin pump will not be returned for analysis.